Event description:
Device malfunction: distal sheath separation. Time of malfunction: during vessel closure. Symptoms/ae: sheath remained in pt. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after a diagnostic procedure. The distal sheath separated from the metal sheath and remained in the pt. The physician surgically removed the remaining piece of the device and used a stitch to close the vessel. No add'l info available.

Manufacturer narrative:
During processing of this complaint, attempts to obtain complete event, pt and device info. The device is expected to be returned for evaluation. It has not yet been received.